Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an occlusion alarm occurred. Subsequently, the customer went to the emergency room and was subsequently admitted to the hospital for due to a high blood glucose (bg) level of 415 mg/dl and ketones. Healthcare provider identified the ketones as dangerous. Customer was treated with fluids, potassium, and insulin. Customer was released from the hospital on (B)(6) 2021 with the issue resolved and no permanent damage. A cartridge change was performed resolving the occlusion.